Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +21.5) was explanted, and a new lal (sn (B)(6), +22.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 06/11/2024.

Manufacturer narrative:
During the primary cataract surgery on 06/05/2024, the leading haptic of the light adjustable lens (lal, sn (B)(6), +21.5) disinserted from the optic body upon delivery; however, the surgeon did not exchange the lens. An additional procedure was completed on 06/11/2024 to explant the lal, and a new lal (sn (B)(6), +22.0d) was implanted as a replacement. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).